Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl during these events. Reportedly, the customer had been using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. Customer addressed the issue by changing the cartridge and resuming insulin.